Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a revision was performed due to erosion of the bone in and around the existing plate. During the revision the existing eight hole plate and five screws were removed and the surgeon packed in new bone and implanted the new pre-bent plate. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. A case report was provided. A review of the pre-operative anatomy scans show that there is a plate on the right mandible. The plate appears to be an 8 hole mandibular reconstruction plate with a gap in the middle. The exact identity of the plate could not be confirmed from the scans. It appears that there are five screws fixating the plate to the bone. The screws appear fully fixated with no signs of back out or other anomalies. The bone in the area appears consistent with the distributor's report of bone erosion. It also shows later in the report the plan is to resect the bone in the area of the implant and replace it with a new graft and prebent mandibular reconstruction plate. Based on the materials provided, the revision was due to the deterioration of the bone in the area of the implants and the planned surgical plan is to remove the bone in the area. All implants appear fully fixated in the bone and there was no evidence provided indicating the implants contributed to the bone deterioration. Device history record (DHR) review was unable to be performed as the part numbers and lot numbers of the devices involved in the event are unknown. There are no indications of manufacturing defects. Based on the information provided there was no alleged malfunction of the implants. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.